Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress, handling, or other factors. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found water tightness was lost due to a crack on the control unit, water tightness was lost due to a dent on the forceps channel port, the forceps channel port was detached, angulation in the up direction was out of standard, forceps could not be inserted smoothly due to a dent on the channel tube, the channel cleaning brush could not be inserted smoothly due to a dent on the channel tube, the light guide bundle was slipping down, the control unit was sticky due to water leakage, and the up/down plate was sticky. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the oes cystonephrofiberscope had an air/water leak. Inspection and testing of the returned device found the forceps cap was detached. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.